Event description:
It was reported that, on many occasions, the gynecologic laparoscope gave the e226 and/or e228 error messages. The monitor screen also turned black for a few seconds. The issue occurred during a therapeutic fundoplication procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, d9, h2, h3, h6 and h11. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure (processor gave the error message e226 and or e228) was not confirmed, meanwhile, the reported failure (the monitor screen turned black for a few seconds) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.